Event description:
It was reported that during a diagnostic colonoscopy, the image disappears and is replaced by a gray/blue screen that obscures large parts of the image, making it impossible to get an overview of the intestine. The procedure was then completed using another device, and there was no patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg lens has foreign objects. The customer allegation was not confirmed; however, based on the results of the investigation, it is likely that the following led to the additional malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.